Manufacturer narrative:
Other relevant device(s) are: product ID: 9735796, serial/lot #: unknown. Device evaluation: a medtronic representative went to the site to test and service the equipment. It was noted that the camera cart monitor disconnected after some time. The pc-over-ip (pcoip) zero client was replaced, thus resolving the issue. The system then passed the system checkout and was working as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that this issue happened during calibration and verification procedures for the medtronic navigation system and a non-medtronic c-arm. The issue was noticed during a calibration process for the navigation system and c-arm. It was stated that the calibration procedure takes some time, and the monitor would disconnect after an hour or so. After restarting the system it worked, but the issue happened again after some time during the verification procedure.

Manufacturer narrative:
Other relevant device(s) are: pcoip 9735796 zero client s8 svc. No parts have been returned to medtronic for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device. It was reported that the surgeon monitor was intermittently disconnecting while in use. This was discovered by a medtronic representative who was on site for an unrelated technical visit. From troubleshooting it was determined that the pc-over-ip (pcoip) module required replacement. There was no patient involvement.